Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The frame grabber board was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 7900 system displayed a magnification error message and the system would not make exposures. No pt injury was reported.